Event description:
The customer reported the trailing haptic of the aa4203tl silicone single piece lens was torn off during insertion. The lens was removed and the back up lens was implanted without any patient injury. The reporter stated that they have been having problems with the trailing haptic tearing on this lens. Consequently, they started changing the injectors more frequently and the surgeon had been injecting the lens at a slower pace and the problem has resolved.

Manufacturer narrative:
Reportedly, intraoperative lens exchange was performed to address trailing haptic damage of the single-piece toric iol. Incision was not enlarged and no other tissue damage was reported. Another lens of same model was successfully implanted. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2015, the cause of the event was unknown. She also stated that the issue with trailing haptic damage that they had in the past improved since they started changing injectors more frequently and the surgeon changed his technique during insertion. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search. Results: visual inspection of the returned lens confirmed a haptic was torn off and missing, the optic was torn and there was a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint information, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).